Event description:
Patient reported "rupture". Healthcare professional later confirmed right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive . No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases and non-penetrating are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". This record is for the "right" side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Healthcare professional later confirmed right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Correction to d6b explant date of the initial medwatch: this field should not have contained a date as explant surgery was not confirmed at the time the previous medwatch was submitted. Explant has now been confirmed and is being reported in this medwatch for the first time. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Patient reported "rupture". Healthcare professional later confirmed right side rupture. Device has been explanted and replaced with a non-allergan device.